Event description:
It was reported that the patient received multiple shocks possibly due to atrial fibrillation (af) with rapid ventricular response. Programming changes were made and medications were prescribed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 0184 competitor implantable tachy lead 2004 (B)(6). (B)(4).